Event description:
The patient had a bravo esophageal ph probe placed. The probe transmits ph information to an external receiver which the patient also uses to enter information about symptoms related to gastro-esophageal reflux. The patient's probe functioned properly, immediately following placement. After the patient was discharged, there was a blinking red alert (signaling no communication from the probe) for about 30 minutes continuously. The bravo technical support was called and suggested having the patient come in the following day for data download. When the data was downloaded the study recorded about 2 hours total (rather than the intended 96 hours). It did not appear that the probe fell off of the esophagus. The patient will have to undergo repeat electrocardiogram (ECG) and anesthesia in order to replace the probe and complete the study.manufacturer response: they are conducting a root cause analysis (rca) to look at defects but have not offered any information on what the defect is related to.